Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) for an unknown reason. After the patient discharged a call was place to technical services voicing their concerns and frustrations regarding their pacemaker. The patients concerns include receiving a refurbished device, being electrocuted every day since the implant of the device and a worsening of their health condition since receiving the device. The patient requests the device to be taken out and technical service referred the patient to reach out to their health care professional for further discussion. No changes have been made. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that, although the device is incapable of shocking due to being a pacemaker, the patient alleges to continue being shocked by the device. A burning sensation and syncope episodes were also alleged. The patient already reached out to their clinic and is currently searching for a new health care professional. Technical services recommended the patient seek medical attention and contact their device physician. This device remains in service. No further adverse patient effects were reported.